Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused by humidity that invaded the subject device and a broken charged coupled device; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue is addressed in the instructions for use (IFU): -operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.